Manufacturer narrative:
The calibration trace did not indicate an issue. The hcg + b test was reported to be with good performance in quality control. The provided qc data only showed the measured concentrations and no assigned acceptance ranges. The assay performance was not assessable by the qc data provided. The provided pre-analytical checklist did not give any details about the pre-analytical parameters. The alarm trace showed two sample aspiration-related messages on (B)(6) 2022. The laboratory humidity was noted to be within specifications. The analyzer's maintenance was performed more than three months prior to the event which is no longer applicable for this case. Product labeling states: "list of maintenance schedules for all modules - maintenance is required to ensure that the instrument works properly and to keep the risk of contamination low. You must observe the maintenance intervals listed in the table. The listed maintenance intervals are independent of the operating time unless otherwise noted. That is, a few maintenance intervals for the replacement of spare parts are based on test count or operating time. We recommend letting the software of the instrument remind you of all periodic maintenance actions by configuring maintenance type." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on a cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory as the reporter did not have any history of the patient. The patient returned to the laboratory the next day to complain about the result because she was pregnant. The initial sample was then rerun twice. On (B)(6) 2022 at 6:39, the initial result was 0.492 miu/ml. On (B)(6) 2022, the first repeat result at 11:06 was 10000 miu/ml. The second repeat result at 11:37 was 57809 miu/ml. The reagent lot number was 55103603 with an expiration date of 31-oct-2022.